Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm in diameter thoracic aorta aneurysm at the blood vessel prosthesis suture site at zone 2 approx one month ago. The healthy aorta was 38 mm in diameter at the proximal side and 27 mm in diameter at the distal side. There was a severe angulation in the aorta at zone 4. There was no aortic calcification or thrombus. It was reported after 3 stent segments of the tw3834 stent graft (ref mfg 2953200-2011-01794) were deployed right at the ostium of the left subclavian artery within a surgical graft, one of the covered stents (open web) on the lesser aortic curvature side everted. The physician pulled the delivery system back, but could not correct the placement of the apex. At last, the stent graft was implanted at the ostium of the left subclavian artery, but its placement was not where intended. Next a tf4242 stent graft (ref mfg 2953200-2011-01795) was deployed proximally to the tw3834. During deployment, one of the tf4242 bare springs on the lesser aortic curvature side was implanted just under the left common carotid artery. The everted bare spring is touching the native aorta without causing any dissection. The aneurysm was excluded without endoleaks, but for both stent grafts, one apex was everted. After the tevar, when the physician was closing the pt, the pt's condition deteriorated rapidly and vf developed. Resuscitation and defibrillation were performed, and the pt recovered. As the pt's blood pressure did not drop, the physician assessed that the vf occurred due to a coronary problem rather than any dissection due to the talent stent grafts. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4) (implantation of the stent graft in surgical graft). (Mi, stent graft misplacement). (Severe angulation in the aorta). Conclusions: (implantation of the stent graft). (Severe angulation in the aorta).